Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device discharge failed. The device was in clinical use for patient at the time of the event. But there was no adverse event.